Event description:
The customer reported that during use of this suture hook in an arthroscopic procedure, the tip broke. The detached tip was retrieved and the procedure was completed using an alternate device. There was no report of injury related to this event.

Manufacturer narrative:
Investigation results: a visual inspection of the device confirmed the tip of the hook detached from the shaft, and the needle portion is slightly bent outward at the weld. In addition, this device has the presence of gouges/scratches at the welded area on both pieces, indicating a lateral stress or bending load during use, and suggests the device may have come in contact with another instrument during use. The instructions for use (IFU) provide the following cautions: avoid lateral stresses to the instrument or device function may be compromised and unintentional patient injury may result. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.